Event description:
It was reported by the surgeon that the patient underwent a proximal femur jts non-invasive grower procedure on (B)(6) 2011. The noninvasive grower has now reached maximum extension and a revision procedure is required.